Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the device and particles in the tubing/chamber. There was no report of serious patient harm or injury. There was no report of medical intervention. The manufacturer has not received the device for investigation. Multiple requests for additional information have been unsuccessful. If further information becomes available, an additional report will be filed. The manufacturer concludes no further action is needed at this time.